Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a nurse with supplemental information by the physician from (B)(6) of aseptic peritonitis and fibrin plug in a patient coincident with dianeal pd1 and extraneal viaflex therapy (lot numbers not reported). It was clarified that in 2006, the patient began treatment with extraneal viaflex (one 2l bag, during the day) for automated peritoneal dialysis (apd). On (B)(6) 2010, the patient experienced slight abdominal pain, and went to the hospital. Extraneal viaflex was drained, and reported as cloudy. Consequently, the patient was hospitalized on (B)(6) 2010. The patient was diagnosed with aseptic peritonitis. On this same date, the patient received corrective treatment with bactrim (sulfamethoxazole, trimethoprime) (dose, frequency and route not reported) and another unspecified drug (dose, frequency and route not reported). On (B)(6) 2010, extraneal viaflex was stopped and the patient was treated with dianeal 1.36% and dianeal 2.27%, alternating during the day. The last peritoneal drainage was at 23:00, and the abdomen emptied during the night. On (B)(6) 2010, the patient was discharged from the hospital. On an unreported date, corrective treatment was changed to vancomycine (ip, dose and frequency not reported) and fortum (ip, dose and frequency not reported). It was reported that the patient received one administration of fortum on (B)(6) 2010. On (B)(6) 2010, the patient was hospitalized again for a fibrin plug. Corrective treatment consisted of heparine (ip, dose, frequency and administration dates not reported) without success and was replaced with urokinase (ip, dose, frequency and administration dates not reported). The patient also received hemodialysis 3 times. On (B)(6) 2010, the patient was discharged from the hospital, and continued therapy with continuous ambulatory peritoneal dialysis (capd) instead of apd because the patient was more confident. On an unreported date, the patient recovered from the events of aseptic peritonitis and fibrin plugs. Although, the physician reported that the event of fibrin plug was possibly related to extraneal viaflex, the physician also stated that it was related to the aseptic peritonitis and to the empty abdomen during the night. The physician believed that the event of aseptic peritonitis was possibly related to extraneal viaflex. The physician did not comment on the causality of the events to dianeal pd1 therapy. The nurse was not sure if the slight abdominal pain was related to the patient's history of constipation or to peritoneal dialysis.